Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka the information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670, k231373 investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for deformed plastic in tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plastic in tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plastic in tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes were found to have a plastic deformity. There was no report of patient impact.